Manufacturer narrative:
Correction: g3: date received by manufacturer in MDR-2022-20113 submitted on 17 may 2022 should have been "2 may 2022" rather than "11 may 2022".

Event description:
It was reported that the patient presented in clinic for follow-up. It was previously noted that the right ventricular (rv) lead exhibited low pacing impedance, noise and r-wave amplitude variation. Insulation damage was suspected. No intervention was performed and the rv lead was pending revision. Patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage, low pacing lead impedance, noise and r-wave amp variation were confirmed. A partial lead was returned in two pieces for analysis. The lead was found shorting during electrical testing. Destructive analysis and visual inspection found abrasion breaching the inner insulation at 4.5cm to 5.1cm from the distal tip of the lead. The cause of the reported events was isolated to the inner insulation abrasion.

Event description:
Related manufacturer reference numbers: 2017865-2022-11125 new information received notes that the right ventricular lead was explanted and replaced. It was also reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced as well. Patient condition was stable.